Event description:
The report states that when catheter was being removed, catheter broke at 48.5 cm marking. User reported no resistance prior to breakage. Ir department retrieved 12.5 cm of catheter from pt.